Manufacturer narrative:
Per -(B)(4) final report. The reporter has stated that no further details are available. The devices were originally available to return however, were discarded of by the hospital and thus the investigation of this event was limited. The appropriate device details were identified and the relevant device manufacturing records have been reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, liner and biolox delta ceramic head after approximately 1 year and 2 months due to dislocation.

Manufacturer narrative:
Per - (B)(4) initial report. The reporter has stated that no further details are available. The devices are available to return and if received, the missing device details for the reported trinity liner will be identified and the explants will be examined. The appropriate device details for the cup and head have been provided and the relevant device manufacturing records will be identified and reviewed. Should corin be able to identify the details of the trinity liner, these manufacturing records will also be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup, liner and biolox delta ceramic head after approximately 1 year and 1 month due to dislocation.